Event description:
One pt sample with discrepant pro bnp results. Initial result gave <5.00 pg/ml; repeat gave 916.5 pg/ml. Initial result was not reported. The field service rep determined the cause for the discrepancy to be due to a bad measuring cell, and replaced measuring cell. Performance tests were performed and within specification.